Event description:
Activation spring on the syringe was unsprung with the manufacturer package. The spring appears to have broken free from one of its attachment sites. It is normally coiled up at one end of the syringe. The device was preloaded with medication. Therefore, patient could not be administered dose.